Event description:
It was reported that this right ventricular (rv) lead exhibited no capture and chest xray confirmed that the lead had perforated the rv free wall and was in the pericardial space. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed damage to the polyurethane insulation at the distal area of the terminal boot. The outer insulation had melted due to electrocautery use during explantation. No lead-related issues were identified that could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture and chest xray confirmed that the lead had perforated the rv free wall and was in the pericardial space. This lead was explanted and replaced. No additional adverse patient effects were reported.